Manufacturer narrative:
Final analysis found burn marks on the main circuit board of the ac power adapter. It was concluded that the damage sustained occurred after exposure to a high current flow from the ac electrical power outlet.

Event description:
It was reported that the merlin transmitter blew up into pieces after a lightning storm.